Event description:
It was reported that following spinal fusion surgery with sequoia instrumentation, the closure top loosened post-operatively. The initial surgery was performed at an unspecified time in 2013. The revision surgery was reported to have taken place at some point in (B)(6) 2013 or (B)(6) 2014. No further info is available at this time.